Event description:
Knee replacement [knee arthroplasty], pain [pain], swelling [swelling], nurse had to force the injection in/very hard going in [device difficult to use], has to hang onto furniture to get to the bathroom at night [mobility decreased], allergic to synvisc [drug hypersensitivity], could hardly walk [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2012 from the husband and a (B)(6) female pt, initials (B)(6) with osteoarthritis. The pt's medical history was significant for pain, difficulty in walking and use of synvisc and synvisc-one in the past for a total of three times to her right knee. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml in the right knee. The lot number of synvisc was v1131. It was reported that the nurse had to force the injection in as it was very hard going in. The same day, the pt played with water volley ball for two hours. Later, the same day the pt could hardly walk, had extreme swelling. The pt had to hang on to the furniture to go to the bathroom if woke up at night. On an unspecified date, the pt had knee replacement in the left knee and it was reported that it seems like a hard ball in one area (double the size of other knee). It was reported by the pt that the doctor felt she "should not get the synvisc injections anymore because she is allergic to it". The pt had a "bad reaction" with synvisc. On an unspecified date in 2012, the pt developed pain and received oxycontin (oxycodone hydrochloride) and prednisone pills. Action taken with synvisc treatment was not provided. The outcome for the events of knee replacement, "nurse had to force the injection in", allergic to synvisc was not provided. At the time of this report the outcome for the events of swelling, "has to hang onto furniture to get to the bathroom at night", "could hardly walk" and pain was not yet recovered. Concomitant medications were not provided. The intensity for all the events was not provided. This is 1 of 2 reports from this reporter. The total list of cases created by this reporter is (B)(4).

Manufacturer narrative:
MFR's comment: the benefit-risk relationship is not affected by this report.